Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon tried to assemble the articular surface on the tibial plate at the back table. The surgeon felt it did not engage correctly, so he removed it and requested another one which he assembled at the back table successfully.

Manufacturer narrative:
This follow-up report is being biled to relay additional information, which was unknown at the time of the initial medwatch. No devices were received; therefore the condition of the components is unknown. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A complaint history search identified no other complaints for l/n (B)(4). Reported information states it is unknown if the surgical technique was followed but it was noted that another articular surface was opened and successfully assembled with the tibial component. Instructions for inserting the nexgen articular surfaces state that the articular surface must be introduced at a low, flat angle in order to engage the dovetails and that the surgeon should ensure no soft tissue or bony prominence is obstructing the articular surface or tibial implant. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned components found that the inferior side of the device is found to be deformed and discolored while the posterior side exhibit gouges. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.